Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Patient seeking legal action. Supplemental info received. A dor was recieved. The taper sleeve is now being added to the complaint.

Event description:
Medical records received. After review of medical records, the patient was revised to address metallosis, erosion and loss of the short external rotators. Operative findings include a darkly-hued, bulging bursa full of metal debris, absence of 50% of the inferior external rotators, dense adhesions and scarring. The s-rom stem was noted to be well-fixed and there was no evidence of infection.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). H6 patient code: no code available (3191) used to medical device removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary; no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot; device history reviews for asr platform have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. H10 additional narrative: added: a3, a4, b7, d10, e1 (law firm), e3 (initial reporter occupation: lawyer), h6 (clinical code) l corrected: b5.

Event description:
The patient was alleged to have had elevated metal ions, developed fluid around the hip. Patient had experienced hip pain, metallosis in both hip, dark hue of bulging bursa of metal debris on the left hip. Had adhesion, and scarring, and the inferior external rotator was absent. There was muscle loss. During revision noted to have a lot of debris, and metallosis from the fibronious material in the hip. Noted to have some metallosis in the trunnion. The patient was also noted to have suffered from anxiety and depression due to the recalled implants.